Manufacturer narrative:
(B)(4). Did the device cut? No. If the device cut, was the cut line complete? There was no cutline. Were staples deployed? I checked the reload when the hospital gave it to me. Only 10 staples were deployed - at the start of the stapler - the surgeon said it got stuck just after they started. They tried a second reload and it worked fine after this. They only kept the reload for me. A sc60a was used. If staples were deployed, was the staple line complete? See above. Were there any issues with opening? The doctor changed staple direction on the echelon and opened the stapler. The analysis results showed that one ecr60g cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The cartridge was reset and was loaded into a test ple60a device; the device achieved complete firing sequence and fired without any difficulties noted. However three staples were missing from the staple line, the missing staples do not create a fluid path or compromise the integrity of the staple line. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during a thoracotomy procedure, the sister loaded the device with the reload. The area of stapling was located. The doctor closed the stapler. The firing trigger was pulled however the blade did not want to advance. The theatre sister said that the stapler was stuck. They then removed the reload and replaced with another. The second reload worked and the operation could be completed.. There were no adverse events to the patient reported.